Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer called stating the strings came off when she removed the tampons. No injury was reported.